Manufacturer narrative:
The reported event for inoperable ipg due to not charging was confirmed. As received, the ipg would not communicate due to a depleted battery. Per event details, the patient stopped recharging their ipg as recommended and their ipg became inoperable. According to the review of prodigy IFU/dfu, 37-5447, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient stopped recharging their ipg as recommended. As a result, the patient's ipg became inoperable over time. In turn, the patient's ipg was explanted and replaced. Therapy was restored post-op.